Event description:
The customer tested her blood glucose using her contour ts meter and rec'd readings of 124 and 125 mg/dl. She retested using another meter and rec'd a reading of 75 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.